Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, a review of the black box showed three low battery warnings. There was evidence of a partially discharged battery being installed on 03/27/2014. The pump powered on with the returned battery cap and the battery cap was able to fully tighten to the pump, however, the battery cap threads were damaged. The battery compartment was intact. A power loss was not observed. During testing, the pump current draws were within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The battery life issue was not duplicated during investigation. Partially discharged batteries had been inserted into the pump. Unrelated to the complaint, the keypad was observed to be peeling. All of the keypad button keys responded appropriately. The keypad was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed the display screen to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.